Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
Additional information: it was reported that the patient was at home when the event occurred. The patient went to visit family members on the night prior to the event. There were no alarms or incidences out of ordinary noted. The patient¿s son visited the patient the following morning and found the patient unconnected to any power source at all. The pump had stopped. The patient¿s batteries and power module were found in another room of the house. It is unknown why the patient was separated from the batteries and power module. The patient had not demonstrated severe depression or signs of potential suicide. The family declined an autopsy.

Event description:
The pt was implanted with a left ventricular assist device (lvad). A pt outcome was entered which indicated that the pt expired. The cause of death is unk. According to the vad coordinator, the pt's death did not appear to be a result of equipment malfunction. It was reported by the pt's family that the pt was found to be disconnected away from any of her power sources. The pt had been supported for approximately two years with no relevant complaints.

Manufacturer narrative:
Additional information the pump was not returned and the family declined an autopsy. A correlation between the pump and the patient¿s outcome could not be determined. The cause of death is unknown and the pump is not available for evaluation. Log files were requested by the manufacturer, but none were submitted. It was reported that on the day prior to the event no unusual occurrences or alarms were noted. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.